Event description:
It was reported that the pump display had "specs across the screen which blocks certain areas of the pump". There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting, and no additional information was available.